Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, faded and smudged end cap address label, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists six (6) boluses on the event date, 1/17/2025, listed below: (B)(6) 2025 07:04:13.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 42000 (4.2 u) bolus amount delivered: 42000 (4.2 u) (B)(6) 2025 08:09:51.000 normal bolus delivered (220) bolus programming method: manual bolus (0) preset bolus number: nonpreset (0) normal bolus amount programmed: 32000 (3.2 u) (B)(6) 2025 10:10:09.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 32000 (3.2 u) bolus amount delivered: 32000 (3.2 u) (B)(6) 2025 10:12:27.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 29000 (2.9 u) bolus amount delivered: 29000 (2.9 u) (B)(6) 2025 13:01:25.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 62000 (6.2 u) bolus amount delivered: 62000 (6.2 u) (B)(6) 2025 16:15:37.000 normal bolus delivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 66000 (6.6 u) bolus amount delivered: 66000 (6.6 u). Please see below for the daily total of all insulin delivered on the event date, 1/17/2025: (B)(6) 2025 00:00:00.000 daily totals g670 (63). Dailytotalcollectionstarttime: 01/17/2025 00:00:00.000. Daily total of all insulin delivered: 428250 (42.825 u). Daily total of basal insulin delivered: 165250 (16.525 u). Daily total of bolus insulin delivered: 263000 (26.3 u). There were no auto suspend events on the event date, 1/17/2025. Please see below for the user suspend on the event date, 1/17/2025: (B)(6) 2025 16:56:52 insulin delivery stopped reason of insulin delivery suspension: user suspended (2). (B)(6) 2025 18:49:33 insulin delivery stopped reason of insulin delivery suspension: user suspended (2). (B)(6) 2025 21:08:40 insulin delivery stopped reason of insulin delivery suspension: user suspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed indicated that the customer experienced hyperglycemia and reported on not receiving enough insulin. The event involved products mmt-1880, mmt-332a, mmt-399a. Troubleshooting was declined by the customer. No further patient complications were reported. The customer will discontinue using the pump. Mmt-1880 was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-332a. No product return is required for mmt-399a.